Event description:
On (B)(6), the (husband) reporter for the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was reading inaccurately high compared to another meter (ER meter). The complaint was classified based on the customer care advocate (cca). The reporter detailed that the alleged issue first began (B)(6), around 1:05 - 1:10am. The reporter detailed that the patient had developed symptoms of dizzy, ¿just before¿ she obtained an alleged glucose result of 253mg/dl on the subject meter. The reporter took his wife to ER at around 1:30am an obtained a blood glucose result of 36 mg/dl on the other ER meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter denied that the patient takes any medication to manage her diabetes and on (B)(6), around 1:30am ¿ 2:00am she was treated by an hcp with IV glucose. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the correct testing steps were used and an approved sample site was used to obtain the results. The reporter was unable/unwilling to confirm if the test strip vial was cracked or broken and whether test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop signs or symptoms that meet lfs¿ criteria for a serious injury adverse event and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately. Therefore, the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.